Manufacturer narrative:
Pt age/date of birth: unknown/not provided. Pt gender/sex: unknown/not provided. Implant and explant dates: if implanted or explanted, give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor did not like the way the lens was sitting in the patient's eye. Event was related to patient anatomy. No issue with the lens. The lens was removed/explanted on a different day. No other information was provided.

Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site and it was noted that the intraocular lens (iol) was stuck at the cartridge tube. Follow up with the surgery centre was conducted and it was confirmed that the initially reported complaint for explant was reported in error, and this complaint was related to a lens stuck in cartridge. No further information was provided. The event has now been determined not to be a reportable malfunction. (B)(4). All pertinent information available to abbott medical optics has been submitted.